Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while servicing the device, it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Pil tech verified that the touchscreen has failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touch screen accusation.